Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, while removing the pump from the pump case, the cartridge would be removed from the pump. There was no adverse impact to the customer's blood glucose. The customer re-inserted the cartridge and resumed insulin delivery.